Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information cannot be expected for this report. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that five knives were noted to be blunt during separate cataract surgeries. The procedures were completed with no impact to any patient.